Manufacturer narrative:
On 11/4/2020, it was reported to mentor that the affected devices catalog number is 3501650, mentor smooth round moderate profile 325cc and the lot 5551545. A manufacturing record evaluation was performed for the finished device 5551545 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the replacement devices were mentor memorygel breast implant 425cc. The right breast implant appeared to be intact. The left breast implant was completely deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced bilateral deflation. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.